Event description:
Customer reported flap debris on patient's right eye and trace microstriae on the left eye. Vision appeared unaffected on both eyes. Patient was treated with durezol. There was no flap lift and rinse performed. The patient did not experience a loss of best corrected visual acuity (bcva). Additional follow up was obtained. The debris event was resolved by a rinse. A flap lift and rinse has been performed. No sutures were required. No loss of bcva.

Manufacturer narrative:
(B)(4). Evaluation: the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.